Event description:
The manufacturer received a report that when the plug was inserted on a trilogy evo ventilator, the screen became red and a "ventilator inoperative" alarm sounded. The device was replaced with the same model. There were no reports of patient harm or injury associated with this event. The device was returned to the manufacturer for further evaluation. The ventilator inoperative alarm was not duplicated by operational checking. The device log files were successfully downloaded and reviewed. Since a "vent inop" error was identified indicating communication failure between the system printed circuit assembly (pca) and the display printed circuit assembly (pca), the system pca and display pca were replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.